Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Stryker replaced the device's acpa to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker determined the acpa was the cause of the reported issue. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Section h11 of the initial medwatch report should indicate: stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Stryker recommended the customer replace the device's acpa to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker determined the acpa was the cause of the reported issue. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Stryker replaced the device's acpa to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker determined the acpa was the cause of the reported issue. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.